Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following physical damage was also noted: cracked casing at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while programming a bolus. The patient's blood glucose at the time of incident was 150 mg/dl. Every button became unresponsive; they begin to work again once the pump rest for thirty seconds. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.